Event description:
Revision surgery due to pain and complaining of hyper extension after about 1 year and 2 months from primary. There were no indications of trauma. The surgeon revised the flex3r - 10 mm insert to a flex3r - 13 mm insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 may 2026: lot 2427800: (B)(4) items manufactured and released on 24-oct-2024. Expiration date: 2029-oct-11. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.